Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer's blood glucose level was 173 mg/dl. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the cartridge fill process. Reportedly, the customer pushed down hard on the syringe needle and the issue resolved and the customer successfully filled the cartridge.